Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2020 . Corrected information: b5: total hip replacement. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information received: describe the event further to clarify the details. Procedure: total hip replacement ¿ using dermabond advanced for skin closure, 12 cm incision. What other medical / surgical treatment was provided to treat the bleeding during hospitalization? Increased aftercare. What caused the bleeding? Did the wound dehisce? Yes, the wound did deshisce, intracutaneous suture brake (competitor suture ) and dermabond failed. Can you describe the amount of bleeding? Was any treatment done to treat the bleeding? Wound was re-opened (amount of bleeding ?) Was another type of wound closure required to address the wound? No information. What prep was used prior to, during or after dermabond advanced use? In this case they did also an intracutanous closure (competitor suture), so that the wound edges were adapted, and they used dermabond advanced for skin closure. How many layers of adhesive were used over during application? One layer. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, they used a cover dressing (tissue-band aid) by avoiding the place, where dermabond was used. What is the physicians opinion of the contributing factors to the bleeding leading to hospitalization? Maybe it was too much tension on the wound, intercutanous closure brake, dermabond failed. Patient demographics: initials / ID; age or date of birth; bmi, data protection ¿ no information. Patient pre-existing medical conditions (ie. Allergies, history of reactions) data protection ¿ no information. Current status of patient? Woundhealing completed.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Describe the event further to clarify the details. What other medical / surgical treatment was provided to treat the bleeding during hospitalization? What caused the bleeding? Did the wound dehisce? Can you describe the amount of bleeding? Was any treatment done to treat the bleeding? Was another type of wound closure required to address the wound? What prep was used prior to, during or after dermabond advanced use? How many layers of adhesive were used over during application? Was a dressing placed over the incision? If so, what type of cover dressing used? What is the physicians opinion of the contributing factors to the bleeding leading to hospitalization? Patient demographics: initials / ID; age or date of birth; bmi, patient pre-existing medical conditions (ie. Allergies, history of reactions). Current status of patient?

Event description:
It was reported a patient underwent a gastric bypass procedure on (B)(6) 2019 and topical skin adhesive was used. The wound bled on the same day. It resulted in longer treatment time and longer stay in the hospital. Additional information has been requested.